Manufacturer narrative:
(B)(4). Product not yet received.

Event description:
It was reported that the abutment screw (iunihg) fractured in patient's mouth 24 hours after the crown was placed.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. X-rays were provided by the customer. The x-ray images provided show that the crown of the implant was removed, and that a small piece of the fractured screw remains in the drive feature. The complaint is confirmed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. A root cause cannot be determined. The following sections have been updated: date of this report, manufacturer, device lot number unknown/not provided. (Was not included in the manufacturer narrative in the initial report (MFR 0001038806-2018-00633, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", changed "no" to "yes", checked follow-up type, entered evaluation codes. The following section has been corrected: device product code.

Event description:
No further event information available at the time of this report.